Event description:
The aspiration was unstable during surgery and the capsule was ruptured. A vitrectomy was performed and the procedure was completed with no further complications.

Manufacturer narrative:
Results: foreign material contamination,. Failure to maintain/service. Conclusions: device maintenance contributed to event.